Event description:
It was reported that a malfunction occurred with the pump, identified by malfunction code 24, which was not resettable. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent and provided storage mode instructions for the defective pump, which the customer was advised to return within 10 days using a pre-paid label. The customer was advised to use multiple daily injections as a backup therapy and acknowledged instructions on updating the replacement pump software.